Event description:
It was reported that t:slim x2 pump battery would not charge and pump displayed power source alert. There was no reported impact to the customer¿s blood glucose level. Issue resolved when pump began charging again, customer did not change charging supplies, and no shutdown or inability to turn pump back on occurred, so no further assistance was required from technical support.